Event description:
It was reported we have had two piccs that had to be replaced this week that were less that 48 hours old. Both of them had an issue where fluid was leaking at the base of the red hub. Additional information 05/10/2024: it was reported the patients had their piccs replaced on (B)(6) 2024 and (B)(6) 2024. Both piccs had the same lot number of rejp2002. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event previously provided is the date the patient had their PICC replaced, not the date of event. The date of event was not provided by the complainant/reporter.

Event description:
It was reported we have had two piccs that had to be replaced this week that were less that 48 hours old. Both of them had an issue where fluid was leaking at the base of the red hub. Additional information 05/10/2024: it was reported the patients had their piccs replaced on (B)(6) 2024 and (B)(6) 2924. Both piccs had the same lot number of rejp2002. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.